Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bad coordinator that the pt was admitted with several pump stops. The pt seemed to be doing well with lactate dehydrogenase (ldh) and labs stable. A percutaneous lead evaluation was unable to reproduce the speed drops and pump stops. The external portions of the percutaneous lead which appeared suspect were replaced. However, pump stops reoccurred and it was decided to do a pump exchange.